Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was unstable due to the metal inserts being broken off inside the case of the device. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit was unstable due to the metal inserts being broken off inside the case of the device. The remote service engineer (rse) provided the customer with the part number of the central processing unit (cpu) cover tray, foot retention plate, and base assembly to order and replace. The investigation is ongoing.

Manufacturer narrative:
It was reported that the unit was unstable due to the metal inserts being broken off inside the case of the device. The remote service engineer (rse) provided the customer with the part number of the central processing unit (cpu) cover tray, foot retention plate, and base assembly to order and replace. The customer replaced the cpu cover tray to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.